Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device not detected on bus. A technical support specialist applied knowledge article 000008087 to resolve. "Unable to replace drawer (or cubie) due to loaded medications in the drawer." The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer reported that the device was not detected on the communication bus. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.